Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v210868, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported patient had a loss of therapeutic effect a day prior to this call. It was noted that on the night prior to this call patient was going to the bathroom every 45 minutes. The patient could not feel anything, got out programmer and she realized the device was turned off. The patient turned it back on. The patient noted that this was the second time it has happened; there was no way she turned it off because the control was in the dresser drawer. The patient indicated that she was in and out of stores a day prior to this call and on the day of the call. It was noted that the first time it shut off was a couple of months. The patient thought maybe she had an infection but just got off antibiotics. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that the patient still had concerns with their device or therapy but had not sought further help. The patient would be making an appointment after having an appointment with their health care provider (hcp). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.